Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage at the air line. No patient involvement and no medical intervention recorded.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One sample and photo was received for evaluation. Visual inspection revealed no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. Functional testing passed the leak test. No failure or discrepancy found during visual and functional testing. No root cause performed since the complaints was not confirmed. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.